Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump alarmed during priming. The perfusionist tried turning the pump off and on, but ultimately decided to switch out the pump for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative ran the pump for a while in both directions and was unable to reproduce the alarm. The motor control board and the motor end stage board were replaced as a precautionary measure and the pump was further tested without incident. The device was returned to service. Through follow-up communication with the perfusionist, sorin group (B)(4) learned that a similar case was performed on a later date with a different pump in which the same issue occurred. The perfusionist checked the cardioplegia tubing and found it to be bunched up in one spot. When the tubing was fixed, the alarm ceased. No further reports have been heard from the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump alarmed during priming. The perfusionist tried turning the pump off and on, but ultimately decided to switch out the pump for the procedure. There was no patient involvement.